Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord had a cut in it. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the foot control device had exposed wires. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.